Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, the suture detached when it was being pulled through the sacrospinous ligament with allis clamps. The suture with the needle still attached, was retrieved inside the clamps. The physician attempted to pull the remaining leg through the ligament by grabbing the dilator with the allis clamps, but it also detached about half-way up the dilator. The dilator was also caught and retrieved within the clamps. The physician completed the procedure with another uphold vaginal support system, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Visual analysis of the returned uphold device showed that both sutures, along with the needles attached to them, were missing. Both dilators were also found to be broken; while one appeared to be cut, the other appeared torn. The complaint was confirmed. The capio device was not returned for analysis. The directions for use for the device includes the following precaution statement: 'avoid excessive tension on the mesh during handling and positioning to prevent damage to the device.' The most probable root cause is that the tensile strength exerted on the suture material exceeded the ultimate strength of the material, or a design limitation. The probable root cause for this event was determined to be design.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, the suture detached when it was being pulled through the sacrospinous ligament with allis clamps. The suture with the needle still attached, was retrieved inside the clamps. The physician attempted to pull the remaining leg through the ligament by grabbing the dilator with the allis clamps, but it also detached about half-way up the dilator. The dilator was also caught and retrieved within the clamps. The physician completed the procedure with another uphold vaginal support system, without complications to the patient, who is reportedly "fine" post-procedure.